Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported needing to turn off the ins last night because it was burning and causing them pain. However, the communicator lights were blinking nonstop, and they were unable to connect to it. Agent guided the patient to reset the communicator, after which the patient was able to successfully connect the communicator to the ins. Agent reviewed the information and redirected the patient to their hcp regarding the burning sensation they experienced.

Manufacturer narrative:
Continuation of d10: product ID tm91scs (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.